Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that a connector detached from the tubing during use. No adverse patient effects were reported. Medtronic received additional information that the large-bore female luer connector detached from the tubing while the patient was connected. The detachment caused patient blood loss estimated by the clinician of no more than 50cc. The customer was able to re-attach the connector to the tubing and secure it with a zip tie. The detachment and blood loss did not result in any adverse impact to the patient. No change out was required and scd therapy resumed with the existing cartridge and tubing set. This incident was isolated as several blood tubing sets from the same kit of 6 sets were used prior to the malfunction with no issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the complaint was confirmed for leaks per picture provided by the customer. An analysis of this occurrence could not be performed without the returned product. After evaluation the cause of this complaint could not be determined. However, current production personnel and supervisors have been notified and warned about the consequences of this issue on field. The current revision of catalog specification was updated recently and the assembly has been modified, according to the new configuration it could prevent future leaks in the reported connection. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received from december 2022 through march 2023 for the same failure mode were reviewed and showed no trends warranting escalation related to this occurrence. Assessment against the medtronic risk management file process indicates that the current risk zone does not exceed the risk zone predicted in the product. There were no adverse patient effects as a result of this occurrence. Medtronic will continue to monitor for future occurrences and trends per trend analysis procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.